Event description:
The physician alleges a connection between the zimmer autotransfuser and "problems" the pt allegedly suffered postoperatively. The chart reflects only syncopal episode x2 on the first post/op day.